Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty occurred. The target lesion was located in the superficial femoral artery (sfa). The 3.0mmx20mmx135cm sterling balloon catheter was advanced into the patient and was never inflated. During withdrawal of the balloon catheter, the catheter was caught on calcium and the shaft elongated. The physician ended up cutting the shaft and hub in half and performed "some technique".the physician was able to advance the sheath to remove the balloon. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty occurred. The target lesion was located in the superficial femoral artery (sfa). The 3.0mmx20mmx135cm sterling balloon catheter was advanced into the patient and was never inflated. During withdrawal of the balloon catheter, the catheter was caught on calcium and the shaft elongated. The physician ended up cutting the shaft and hub in half and performed "some technique".the physician was able to advance the sheath to remove the balloon. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: examination of the returned device revealed that the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The proximal portion (hub, hypotube) was not returned for analysis. The mid-shaft was kinked and stretched adjacent to the guidewire exit notch. There was a complete shaft separation 74mm from the guidewire exit notch. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was no evidence that the damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: over 50 years. (B)(4).